Event description:
Caller reports the plastic around 2-3 of the connector pins on the inform meter has melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.